Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. This was observed during patient infusion with plain intravenous fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h11: a review of the event history log identified an infusion with IV fluid plain prior to the event date with a rate 10 ml/hr and a volume to be infused 250 ml. Additonally, a secondary infusion was programmed; during this infusion, upstream and downstream occlusions were observed that were cleared. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.